Manufacturer narrative:
The alto main body device will not be returned as it remains implanted. The delivery system is expected to return, however has not yet been received for evaluation. Patient medical records and imaging studies are being requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained and/or the device has been received and evaluated, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an alto abdominal stent graft system. A 23mm diameter alto main body was flushed in the usual fashion. The alto main body was delivered through a gore (non-endologix) 16fr dryseal sheath from the right-side access. Crossing limb orientation was used. The contralateral gate was positioned to the right, slightly anterior. Radiopaque markers were positioned 1 cm above the renals. The gore (non-endologix) 16fr dryseal sheath was withdrawn into the distal aorta. The alto main body was unsheathed without issue. The mid crown opened with 5 ml 4:1 contrast/saline into the integrated balloon. The graft was withdrawn without holdup until radiopaque markers were positioned at the lower edge of the renals. Then the top crown was released. The polymer was mixed in the usual manner. There was 8 ml left in the polymer syringe. The polymer syringe was attached to the fill port. An autoinjector was locked onto the plunger. The anesthesiologist was informed prior to polymer injection. Appropriate polymer filling was seen on the graft starting with the ipsilateral limb, then proximal rings, then contralateral limb. Attention was directed toward cannulating the contralateral gate, which happened fairly quickly. During the procedure a polymer leak occurred at the 5-minute mark on the polymer timer, and the patient was noted to be hypotensive. The polymer syringe was found to be completely empty. The autoinjector was removed immediately. The patient required cardiopulmonary resuscitation (CPR) for 2 minutes. Anesthesia successfully resuscitated the patient back to normotension within 5 minutes. Reportedly steroids had been administered prophylactically well prior to the polymer injection. Polymer/contrast was noted to slowly fade out of the graft. By the time the contralateral ovation ix iliac graft was inserted, there was no visible polymer/contrast seen in the primary ring, secondary ring, leg support rings, or filling channels. The physician was able to complete ovation ix iliac limb deployment on both sides. However, there was minimal overlap into alto main body; therefore, the physician elected to extend proximally to the flow divider with two (2) balloon expandable bentley (non-endologix) begraft covered stents prior to case completion. Reportedly, there was also a type 1a endoleak observed that was completely resolved post palmaz (non-endologix) deployment. Upon completion an angiogram showed successful exclusion of the aaa, and the graft was well positioned. Final patient status was not provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve a reported adverse event/incident-related medical records and medical imaging. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received one (1) alto delivery system for an evaluation. The stent graft was not returned as it remains implanted in the patient. The alto delivery system was shipped in a brown box and curled up within a biohazard bag to fit in the box. Blood residue was present upon receipt. The device was decontaminated. A visual and where possible functional analysis was performed. The analysis of the returned device found that there was a film/residue on the chassis of the alto delivery system starting at the midpoint of the stent support region and extending distally to the hypo tube. This coating was of unknown origin. The residue mentioned above is suggestive of the graft polymer leak but cannot be confirmed without inspection of the graft itself. The balloon was easily inflated and deflated without issue. There was one kink identified in the midsection, however, it was most likely due to the shipping as the chassis of the device was taped folded and taped in half. Endologix was unable to duplicate the reported event as the alto stent graft was not returned. This is moderately consistent with the reported adverse event/incident. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; event determination, off label conditions, related patient harms, anatomy relatedness and patient disposition for this incident could not be independently assessed. The final patient status remains unknown as it was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated, h3: device evaluated by manufacturer - updated, h3: device returned to manufacturer for evaluation - updated, h6: investigation type codes ¿ remove code 4118, h6: investigation finding codes ¿ remove code 3233, h6: investigation conclusion codes ¿ remove code 11.